Event description:
It was reported that the aseptic battery housing opened unexpectedly during a procedure. There was no surgical delay reported or adverse consequences alleged with this event.

Manufacturer narrative:
Updated to indicate the device will not be returned for evaluation. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned for evaluation.

Event description:
It was reported that the aseptic battery housing opened unexpectedly during a procedure. There was no surgical delay reported or adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.